Event description:
Pt brought into or#6, given IV meds by dr., pt oxygenated then intubated another dr. In room, pt prepped and draped, lap chole procedure completed without incident. After pt extubated pt stated "I felt him cut me, my eyes were taped shut, my arms were tied down and my face was covered." Pt repeated this several times. Just after intubation, first dr. Asked circulator to notify the anesthesia tech that machine bellows would not inflate. First dr. "Bagged" pt throughout case narkomed 4 whh #6710 immediately pulled from service.